Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the no root cause to identify foreign material or specify the cause of foreign material left in the biopsy channel. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, foreign material was found clogged in the instrument channel and channel cleaning brush could not be inserted smoothly due to the clogged. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that the evis lucera elite gastrointestinal videoscope had foreign material clogged in the scope instrument channel due to insufficient cleaning. The event occurred during preparation for use, prior to a gastroscope diagnostic procedure. It was reported that the procedure was completed using a similar device. There was no report of patient harm or user injury associated with this event.